Manufacturer narrative:
The mia & product development investigation was completed. 1x article 414.568-exs with lot 9891439 received and forwarded to manufacturing plant grenchen for investigation: as received condition of device: a broken screw was received in context of this complaint. Investigation summary indicates : the remaining measurements were performed close to the breakage and per the drawing and all have passed their specifications. Besides, during the manufacturing process, the two relevant diameter features were inspected and documented per the inspection sheet, no deviations were detected. The check of the material certificate shows that the used material fulfills the specifications. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid, because the relevant dimensions were measured and all have passed the specifications. No manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. As this complaint is not valid, therefore the specific prm and rra line is not applicable. Medical safety / x-ray review: since implant grade material is retained and the surgery was completed as intended there is no harm, however the is product malfunction. Excellent description, which is matched and confirmed by the radiographs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Medical safety officer (mso) reviewed the x-rays provided. Answer medical safety: since implant grade material is retained and the surgery was completed as intended there is no harm, however the is product malfunction. Excellent description, which is matched and confirmed by the radiographs. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 29.mar.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used in the surgery for the acetabular fracture on (B)(6) 2017. The osteotomy of the greater trochanter was performed, and the two cannulated screws were used for fixation. The image-intensifier was not used. After the guide-wire was inserted, the direction was checked by the x-ray, and the measurement was done. The cannulated screw was inserted after drilling. When the x-ray was done after its insertion, it was found that the threading part of the screw was broken. The surgeon was able to remove the screw , but the tip of the screw was left inside the bone near proximal lesser trochanter. Thereafter, a longer size (1 sized-up) screw was inserted after drilling and tapping. The doctor commented that the doctor should have drilled and tapped firmly since the patient was young and had good bone quality. The surgery was extended for 20 minutes. The ¿mund therapy¿ was only done to the patient. This report is for one (1) 4.5mm cannulated screw partially threaded 68mm. This is report 1 of 1 for (B)(4).